Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) that was suspected to have accelerated the rhythm into ventricular tachycardia (vt). The rhythm was successfully terminated after the shocks were received. Technical services (ts) was consulted and discussed programming options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.